Event description:
It was reported that the customer had high blood glucose levels of 500 mg/dl. The customer reported treating with manual insulin injections. The customer reported refraining from using the insulin pump ever since the event occurred. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).